Event description:
It was reported to boston scientific corporation that three weeks following an anterior repair procedure (2009), using a capio open access suture capturing device, xenform graft and teleflex suture, the pt presented with sciatica (buttock) pain. The pt's vaginal incision also opened up, which is exposing the xenform graft, but is not extruding it. The physician "doesn't think the capio or the capio suture malfunctioned." He prescribed estrogen (cream) to the pt and is consulting with a urogynecologist concerning this case. No additional info about the pt or this event has been forthcoming.

Manufacturer narrative:
The device has not been received for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.